Manufacturer narrative:
The meter associated with the complaint was returned for investigation. Investigation of the returned meter using retain strips for lot 362393a was performed. The customer's complaint of discrepant high >4 not was replicated during in-house testing. No product deficiency was found for lot 362393a. The returned meter met functional and thermistor testing requirements during investigation. A review of the manufacturing records for lot# 362393a was performed; the lot met release specifications. Impedance curve analysis was not performed on the reported data point of 6.5 because it was not present in the last 4 curves that were pulled from the meter memory. The meter only retains up to the last 4 curves in the memory. Since the result was not present in the last 4 curves impedance curve analysis could not be performed. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time

Event description:
Patient self tester reported discrepant high results when testing inratio. His results were as follows: (B)(6) 2015: inratio = 2.4; (B)(6) 2015: inratio = 2.7; (B)(6) 2015: inratio = 6.5; therapeutic range: 2.5-3.5. Although requested, technical service was unable to obtain any reason for the change that occurred between (B)(6) 2015 and (B)(6) 2015. Patient stated he had not taken any additional coumadin or any new or different medications prior to the 6.5 reading. The patient had also mentioned other results that are not considered reportable due to the changes in his coumadin dose as mentioned below. (B)(6) 2015: inratio = 1.7 (another lot); (B)(6) 2015: inratio = 1.8 (another lot); (B)(6) or (B)(6): lab inr = 1.7; coumadin was held (B)(6), then (B)(6) half tablet (2.5mg), (B)(6)=normal dose 5mg, then (B)(6)=7.5mg. No further information was available.

Manufacturer narrative:
Investigation pending..